Event description:
The emts were unloading a pt from the ambulance. Both crew members were on the foot end due to the weight of the pt. When the undercarriage cleared the ambulance floor the foot end release handle was unable to be pulled not allowing the undercarriage to lower. The pt shifted on the stretcher causing the unit to tip. The emt suffered an injury to their left hand and the pt suffered an injury to the right side of his face.

Manufacturer narrative:
The operating instructions for this stretcher requires the weight of the undercarriage to be assumed to allow the release handle to be pulled.